Event description:
It was reported that the burr was stuck in the lesion.A 1.50mm Rotapro was selected for use in the mid left anterior descending artery. During the procedure, it was noted that when the burr debulked the calcified artery, it became stuck in the lesion. Consequently, the physician cut the burr sheath and core wire and pulled the burr out in the Guidezilla guide extension catheter. The procedure was completed with a new Rotawire and Rotablator burr. There were no further patient complications, and the patient was stable post procedure.